Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: investigation summary was conducted. The report indicates that the returned device shows typical signs of use during its near 2 year lifespan. There are no signs of significant damage to the alignment indicator. With significant force, the alignment t-knob is able to be removed which is necessary for cleaning/sterilization purposes. The alignment pin on the inserter shaft is gouged and bent. Technique guide documents the correct method for hammering and does not recommend hammering on the inserter. Although the exact cause cannot be determined, due to the received condition, this complaint condition was most likely caused by the method of use. A visual inspection, dimensional inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. This complaint is confirmed, but it is not due to the design of the device. The drawing for the devices was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint condition appears to be a result of the method of use. Although the exact cause for the complaint could not be determined, the received condition makes method of use the most likely cause for the complaint condition. The device's design did not cause the complaint. Because of this, the complaint is determined not to be a design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. The exact cause for the complaint could not be determined; however, the received condition makes method of use the most likely cause for the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the helical blade inserter was received in mdrd assembled. The staff had difficulty removing the n55 attachment. Once removed it was noticed that the pin on the inside of the ring was bent. This is 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. The part was not returned for evaluation. The lot number is unknown; therefore, a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.